Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Additionally, the pump touch screen became unresponsive due to the damage. Customer's blood glucose was 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.